Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have a blank screen display, even after 3 battery changes. Customer's blood glucose was unknown. Troubleshooting was performed and display screen did not return. Customer was advised to allow insulin pump to rest without a battery for two hours and to call back if issue was not resolved.